Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The attune pin jack broke during surgery.

Manufacturer narrative:
Upon evaluation and functional testing of the returned device, no failure was identified. Therefore, this report (1818910-2016-20254) is being rejected as no possible patient harm was identified. Depuy now considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.